Event description:
It was reported that the customer received an incomplete bolus alert. The customer then experienced an elevated blood glucose level of "high"; although specific value was not provided. The customer addressed the elevated bg with a manual injection of insulin. Tandem technical support educated the customer on the meaning of an incomplete incomplete bolus alert. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.